Event description:
It was reported that an infection occurred. It was also reported that the right ventricular (rv) lead had high impedance due to a possible lead fracture, the implantable cardioverter defibrillator (ICD) system was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: implantable cardio-verter defibrillator, product ID: d314drg, implanted: (B)(6) 2013. (B)(4).